Event description:
It was reported that a pump would alarm for a downstream occlusion when none was present. The customer stated that the pump failed downstream occlusion test at the medium pressure setting and that the pump would not auto restart after a downstream occlusion was cleared. The customer also stated that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom was able to be reproduced. Baxter's evaluation confirmed the sensor current reading to be out of specification, allowing the device to alarm for a downstream occlusion when an occlusion is not present. This will also prevent the pump from restarting after a downstream occlusion is cleared. The downstream sensor will be replaced.